Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue. The se replaced the inspiratory electronics printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed. Product analysis: an inspiratory flow module (ifm) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed, no errors were found in the diagnostic logs. During extended self-test (est) the ventilator failed the pressure test. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component the auto zero solenoid.

Event description:
It was reported that a 980 ventilator failed short self-testing (sst) with inspiratory auto zero solenoid not operational. The ventilator was not in use on a patient at the time of the reported event.